Manufacturer narrative:
The insulin pump had multiple displayable history check failed on startup alarms in the alarm history screen. Displayable history check failed on startup alarms were due to corrupted history file. The insulin pump was unable to download to carelink pro due to corrupted history file. Pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer reported via phone call that he was unable to upload to carelink. Customer stated that when he goes to the doctor, the doctor is also unable to upload. Customer's blood glucose was 293 mg/dl. Customer stated that he had no "a" alarms in the alarm history. Customer was advised that the pump will be replaced.